Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recently, the patient reported no longer being able to hear with the device. Re-implantation is planned.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. Thus, it is not possible to confirm a root cause for the reported problem. The device was received not complete: small part of the conductive link is missing. Damages found during investigation are most likely related to the removal surgery. The available parts appear otherwise intact. This is a final report.

Event description:
The patient reported being no longer able to hear with the device since few days. There was no accident or trauma to the implant site. The patient was re-implante on (B)(6) 2016.